Manufacturer narrative:
The root cause for the sub-optimal tissue processing reported by the customer was due to a user error. Specifically, the information indicates that a user failed to follow the manufacturer instructions detailed in section 3.2 of the leica histocore peloris 3 user manual, which contains the following specific warning: ¿do not use cleaning protocols for reprocessing as the dry step will damage the tissue.¿ accordingly, exposure of the patient tissue samples to the retort cleaning protocol would have adversely impacted the patient tissue samples. Manufacturer evaluation of the information available showed that the instrument functioned as designed during execution of the affected tissue processing run.

Event description:
On (B)(6) 2026, the customer contacted leica biosystems and reported that ¿biopsies processed through quick clean protocol. Requesting reprocessing support¿. On 08 january 2026, the leica senior applications specialist confirmed ¿the quick clean completed "successfully", all the way through the dry step.¿ on 09 january 2026, the leica senior applications specialist documented "3 of 4 cases signed out, 1 pending ihc (not due to this event). - patient diagnosis not impacted."